Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had symptoms of heart rate drop, trouble breathing/shortness of breath and numb chest while working, making a sandwich and standing. It was found that the right ventricular (rv) lead was t-wave oversensing (twos) which then put p-waves in pvarp (post ventricular atrial refractory period) causing pauses and resulted in the implantable cardioverter defibrillator (ICD) to pace below the lower rate. The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.